Event description:
On 5/24/95, the pt underwent surgery to replace an implantable cardiac defibrillator (ICD) that was at end of the service. Upon connecting the lead to the ICD, the chronic, sense/pace lead would not insert into the designated port in the header of the replacement ICD. The sense pace lead was capped, and a new sense/pace lead was implanted.